Event description:
It was reported following successful deployment of this jugular filter, removal of the guidewire met with resistance. The guidewire was reportedly lodged in the filter. Continued removal attempts resulted in unravelling of the guidewire and slight movement of the filter. The guidewire was successfully removed from the patient and upon removal it was noticed one of the filter legs had perforated the vena cava. No surgical intervention was required. However, the patient was transferred to the intensive care unit for observation. The physician felt the patient was protected with this filter and their condition is good. The device remains implanted. Therefore, no failure analysis will be available. User technique and/or patient anatomy may have contributed to this event. However, co is unable to determine the exact cause for this event.